Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The issue was resolved by technical support, who provided pump reset instructions and assisted the caller in resetting the pump. The malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if issues persisted.